Event description:
The pt was a male but his age unk. The target lesion was the mid lad. The lesion was a de novo and slightly tortuous but not calcified. There was 99% stenosis. After crossing a gw (rinato), ivus was conducted and then a firestar (2.0/15mm) was delivered to the target lesion for pre-dilation. While the firestar was being inflated at the target lesion, the balloon ruptured at 9 atm. Therefore, a different balloon (8/2.5mm: apex) was used instead and the procedure was finished. There was no pt injury reported. The product was clinically used and will be returned for analysis. There was no difficulty removing the product from the package. No kinks or damages were noted prior to use. The device was able to prep normally. The contrast to saline ratio was 1:1. A boston inflation device was used. There was no resistance or friction while inserting the device through the guide catheter.

Manufacturer narrative:
The product is available for analysis. Add'l info will be submitted within thirty days upon receipt.